Event description:
The customer reported that after pipetting four hiv 1/2 plates on summit the plate reports indicated that the external run control failed for position h12. The printed plate report subsequently indicated the plates as valid. No death or serious injury was associated with this incident.